Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician experienced placement difficulty. The helix of the pacing lead would not retract even after multiple turns. The lead was explanted and replaced. No patient complications have been reported as a result of this event.